Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the tablet software would not allow user to adjust pacing rate or mode to set up temporary parameters for lead analysis prior to lead connection. Troubleshooting was attempted including force closing the application and resetting/unplugging the base unit. It was noted the screen had locked up and had an audible click without responding, so the application had to be forced closed. A low battery warning screen also displayed, with brand new batteries, so the batteries were removed and reinstalled, with no success. The rate or mode still could not be adjusted. The screen would only show a very brief hourglass, and the following screen would not populate at all. Only on pacing in the atrium and/or the ventricle was able to be turned on, to which then the analyzer would nominally choose aai, vvi, or ddd modes, and it would pace at the nominal rate of 50 ppm (paces per minute). As a result, there was no way to analyze leads. The mobile programmer application/android set-up was abandoned altogether and the legacy programmer/analyzer used. It was noted again that the low battery warning displayed, so the batteries were removed and new batteries reinstalled. The analyzer was relaunched, but the same previous issues were experienced, and deleting and reinstalling the application was not successful. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.